Manufacturer narrative:
Analysis of the handpiece found the allegation of excessive heat was confirmed. The device ran by hand for five minutes at 151.2 degrees and the bearings were corroded. All mandatory parts were replaced and the device tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated during the procedure. The angled attachment was heating up when in use so a straight attachment was used and worked fine. There was no patient impact.